Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. The pump was found to be displaying "41541 " error code message on power up, and appeared multiple times in an event history log. Further investigation determined that the latch lock flex sensor was inoperable, causing the issue. The problem source however was determined to be unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an intermittent display, and error 41541, and the latch and lock failed, but there was no indicator on the screen. There was no reported adverse event.